Event description:
It was reported that the bd syringe plastipak 10ml s/su had foreign matter. The following information was provided by the initial reporter translated from portuguese to english: visible dirt in 10ml syringe, lot 4170635 fav 2024/07. Additional information provided: additional information from the customer sep 23, 2024. Customer provided image and report. Customer report description: syringe has dirt in packaging.

Manufacturer narrative:
Investigation summary: photo received by our quality team for investigation. Through visual inspection, foreign matter identified as grease is observed on the plunger of the syringe. A device history review was performed for the reported lot 4170635, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. This defect can occur due to burnt material generating during the molding process and becoming injected into the syringe mold, embedding the burnt material. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Machines undergo routine cleaning and maintenance, and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces.